Manufacturer narrative:
This complaint sample was returned and evaluated. Based on the engineering analysis of the device. This case has been deemed a reportable event. The "made aware date" is considered to be dec 14, 2007. This is the initial and final medwatch report being filed. The actual device used during the case was returned and evaluated. Visual examination of the aspiration catheter revealed numerous kinks along the shaft of the device. There is also a bend located at 124cm form the strain relief. The wire lumen of the aspiration catheter was examined and revealed that the lumen is torn; however, the marker band is still attached. A review of the device history record did not detect any deficiencies in the mfg process. The event has been confirmed; however, the exact cause for the event is unk.

Event description:
It has been reported to us that the wire lumen of the aspiration catheter appeared closer to the distal tip than normal. A request for add'l info about the case has been unsuccessful.